Event description:
Pt was intubated and connected to mechanical ventilation. After a few minutes the pt was found cyanotic. During the process facility identified that the mechanical ventilator's circuit was not placed in the connector and it was broken. Pt died with a diagnosis of inferolateral mi.